Manufacturer narrative:
G4:15apr2021. B4:19apr2021. The device was not in clinical use at the time of event. The customer declined to have the ventilator serviced at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.